Event description:
When dislodging the device after the anchor was in the tissue, the device held onto the suture and the device had to be cut to pull the suture out. This happened to two anchors with the same lot number, the anchor with suture were still able to be used uncompromised. One of the anchors with the same lot number worked as expected. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.